Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issues by resuming insulin usage, and a follow-up was requested for additional assistance due to the frequent nature of the problem.